Event description:
Information was received from a patient receiving intrathecal morphine and dilaudid via an implantable pump for spinal pain and non-malignant. It was reported that the reason for the call was the patient stated they needed to have someone try to listen to them and help them because their current doctor was not doing that. The patient stated they've already tried contacting the patient advocate at their local hospital, hospital administration that oversee pain management, pentec nurses and pentec district managers, and both of their insurance providers. The patient stated they've talked with a mdt rep before, name asked unknown and were given their card but weren't sure who it was. When the agent inquired notify date, the patient stated on (B)(6), my pentec nurse talked to someone from mdt, but it was general and hypothetical because my name was never mentioned and the nurse never provided it. The patient stated recently, they found an hcp where their infectious disease and gi hcps were. The patient stated left front of abdomen, that developed a keloid almost over 2 years. They developed the same issue with the pump pushing against. The patient stated the current hcp got them in a couple weeks ago, later it was confirmed (B)(6) 2024, due to the pain and sensitivity they've been having for the last month. The patient stated the pain was shooting where the pump was across the entire abdomen. The patient stated they were told the dye study showed the catheter was connected fine to the pump and the catheter was not kinked, but the patient was concerned about the catheter access port (cap). The patient stated they needed a scar revision - under this keloid, it was starting to come up and the wound was coming up like it did almost 2 years ago. The patient stated if the cap was broken, it was slowly leaking medicine intrathecally and subcutaneously, which was dangerous. The patient stated when pentec refilled the pump on (B)(6), because they put 10ml saline in and then drew all 10ml back out, they finished with a refill, which the patient stated the hcp would only send 20 ml of medicine instead of 40 ml. The patient stated they couldn't walk and their mental health was so bad. The patient stated they were currently in a malpractice lawsuit with someone else and it was not looking good for them. The patient stated if they go to talk to a lawyer, about issues with pump, that was not going to be good either. The patent stated if they overdose or underdose and go into cardiac arrest, mdt was going to be in trouble. The patient continued to ask for the contact info of an mdt rep and/or district manager to speak to regarding these issues. The patient reviewed throughout call that mdt, whether patient services or field staff, are not medically or medication trained. Patient services reviewed mdt role vs hcp role and redirected to hcp.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: product type catheter product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 23-sep-2024, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(6), ubd: 08-dec-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.